Manufacturer narrative:
(B)(4). The investigation is not complete. A supplemental medwatch will be submitted when additional information becomes available.

Event description:
Customer stated the level sensor would function intermittently while setting up pump. Customer replaced sensor with a backup sensor(used). The second sensor do not function properly. Replaced second level sensor with a third sensor and function was normal. No patient involvement. (B)(4).

Manufacturer narrative:
The level sensor has been investigated in our laboratory. Level sensor sn (B)(4) has been connected to the hl20. Alarm was generated. Multiple times switched on and off, thereby angled the plug, cable rotated and bent. No impact on the alarm. Level sensor is defective. Thus failure could be confirmed. As the level sensors are purchased parts so it will be send to the supplier for further investigation and root cause analysis. A supplemental medwatch will be submitted after receiving new information.

Event description:
(B)(4).